Event description:
It was reported that the locking mechanism would not lock on first 9mm insert. A second insert was opened, locking mechanism would not lock again on this insert. A third, 11mm cs insert was opened, locking mechanism engaged after two more attempts.

Manufacturer narrative:
Add'l lot #: lpta435 and other #: db172.